Manufacturer narrative:
(B)(4). A review of the manufacturing records could not be performed as the lot number was not provided. Lot: UDI number could not be obtained as the lot number for the device was not provided.

Event description:
On (B)(6) 2015, the patient underwent an emergent intervention to treat a possible type iii endoleak (suspected component disconnect). A contralateral leg component was implanted on the left side to bridge the two previously implanted gore excluder aaa endoprostheses. Final angiography showed resolution of the endoleak and the patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
Patient medications include; advair diskus, aspirin, fish oil, furosemide, metoprolol succinate, preservision areds, tamsulosin hci, vitamin b12, vitamin d3 and warfarin sodium. E1: physician information added. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: (B)(4). (B)(4).

Event description:
On (B)(6) 2015, the patient underwent emergent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On an unknown date, a follow-up cta identified a possible type iii endoleak between the two contralateral leg components implanted on the left side. Reportedly, component disconnect had not occurred, however the placement of the smaller device within the larger device was reported to have caused the endoleak. On (B)(6) 2015, an intervention was performed to treat the endoleak. An additional contralateral leg component was implanted on the left side to bridge the previously implanted devices. Final angiography showed resolution of the endoleak and the patient tolerated the procedure.